Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2017 was 523 mg/dl with rapid/deep breathing, blurred vision, extreme thirst, excess urination, symptoms of dehydration, and chest pain. It was reported the patient was treated in an emergency room with insulin via injection and intravenous fluids; the patient discontinued pump therapy, and the pump's delivery settings were not recently changed by a healthcare provider. It was reported the pump alarmed for a battery replacement for two days, beginning on (B)(6) 2017. This complaint is being reported because the reported health event was attributed to a device issue.